Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The zisv6-35-125-6-120-ptx device of lot c1280161 has not yet been returned for evaluation. With the information provided, a document based investigation was carried out. The investigation will be updated once the device has been returned and evaluated. From customer testimony, it is known that the incident occurred during implantation in the superficial femoral artery. The device was flushed prior to use, as per the IFU. The patient anatomy was reported as severely tortuous. Additional information was received from the customer. The target location was a chronic total occlusion (cto) of the proximal poptileal/distal superficial femoral artery (sfa). The patient was previously treated with a drug coated balloon (dcb) and required re-intervention. The patient had an extremely steep bifurcation, and the sheath was not parked as distal than is typical, as the device did not easily track over the bifurcation. The device was advanced over a 0.014¿ boston scientific wire guide. After an initial, failed attempt to advance over 0.014¿ wire guide, the delivery system was removed, and advanced again over a 0.035¿ stiff terumo glide wire. Resistance was encountered when advancing the delivery system to the target location over the new wire guide. The device reached the target location with difficulty. The physician reported that one centimetre of stent deployed, and achieved wall apposition, before the device stopped functioning. The stent stopped deploying, but the thumbwheel continued to turn. It is believed that the lesion was not pre-dilated. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Product development were contacted, but were unable to assess a definitive root cause until the device has been returned and evaluated. Possible causes for this occurrence could include the tortuous patient anatomy. The steep bifurcation could have led to the resistance encountered when advancing the device to the target location. This difficult anatomy could then have caused high deployment forces, which may have led to a component failure inside the device. This could then prevent the thumbwheel fully deploying the stent. The partial deployment and the withdrawal of the delivery system could have caused or contributed to the stent fracture. However, the device has not yet been returned for evaluation, and the conditions of use cannot be replicated in a laboratory environment. Therefore, a definitive root cause cannot be determined. As per the product IFU: "if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device" prior to distribution, all zisv6 (zilver ptx) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to the initial reporter, an intervention was performed to remove the fractured stent portion from the patient, but the patient did not experience any further adverse effects due to this occurrence. A gold marker remained inside the profunda of the patient after the intervention, but no further intervention was required in regards to the gold marker. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
It was reported that the doctor introduced the zilver ptx 35 drug-eluting stent over a boston scientific 0.14 wire. Difficulty was experienced in tracking the stent over the bifurcation at the iliac. Because it was so steep the delivery catheter on the stent accordioned up so when the doctor went to deliver the stent it only rolled back about a cm or 2. The wheel kept spinning without releasing the stent. The doctor pulled the system out and the distal end of the stent broke off inside the patient. Once the delivery system was removed, the doctor went back in and retrieved the broken piece. At the time of breakage, it appeared to be one piece that had broken off, the stent continued to break in several pieces during removal. One of the gold markers on the stent was left in the profunda of the patient. The doctor believes this was anatomy related, not device related. Another device was used for this procedure with no harm to the patient.